Event description:
The customer reported via phone call that she was hospitalized. The customer stated she was at work feeling sick. She kept vomiting and checking her blood glucose which would not register. She called the doctor the next day and was advised to go to the hospital. The customer went to the emergency room and was then in intensive care. Blood glucose value was 900 mg/dl. She treated with insulin drip and manual injections and sent home 2 days later when stable. The customer was wearing the insulin pump at the time of hospitalization. She declined troubleshooting for high blood glucose. The customer stated she stopped using the insulin pump around (B)(6) 2014. The customer reported that when she disconnected, she noticed it had scratches on the screen. She stated she would be starting to use the insulin pump again, monitor it and call back if any issues are encountered.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.